Manufacturer narrative:
Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that two bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes experienced the stopper popping out from the tubes during use. The following information was provided by the initial reporter: a professional of the collect, during her activities, after placing the biological material inside the tube, made the closing with the stopper and it was propelled back, leaking all biological material in the work environment and placing the collaborator at risk of contamination. Further information from the report: after collecting blood in a purple tube, homogenized and placed in the holder, the stopper "exploded", was pushed away, contaminating the collection materials and examination requests. It was also reported that this is the third time this incident has occurred.

Manufacturer narrative:
H.6. Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation and testing and upon completion, no issues were observed relating to stopper pullout as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode for stopper pullout with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that two bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes experienced the stopper popping out from the tubes during use. The following information was provided by the initial reporter: a professional of the collect, during her activities, after placing the biological material inside the tube, made the closing with the stopper and it was propelled back, leaking all biological material in the work environment and placing the collaborator at risk of contamination. Further information from the report: after collecting blood in a purple tube, homogenized and placed in the holder, the stopper "exploded", was pushed away, contaminating the collection materials and examination requests. It was also reported that this is the third time this incident has occurred.